Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer states the catheter began chipping and then cracked at the end in 2008. The catheter was placed approximately 3-4 months prior. The catheter was removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.